Event description:
It was reported that the patient's blood glucose levels reached 900 mg/dl while wearing the pod between 1 and 4 hours. The patient had lost the personal diabetes manager (pdm) and therefore the pod could not communicate with the controller. The patient passed out and was hospitalized in the intensive care unit (ICU) for a couple days where the blood glucose levels had retuned to a normal range and is currently on an antibiotic therapy (unspecified).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.